Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an instrument to be used in an u nknown spinal procedure. It was reported that the flex arm is difficult to lock and sometimes will not lock. There was no patient involved in this event. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis of part # 9560524, lot # my23c001 - visual and functional inspection confirmed the flex arm was able to be tightened and maintain its position, and loosen without any issue. No fault found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.